Event description:
It was reported that the patient went to the emergency room due to dizzyness from periodic loss of capture. The lead had increased thresholds over time and physician feels these issues are due to possible scar tissue forming around the lead. The lead was capped and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.